Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 20apr2020.

Event description:
The customer reported a patient sentinel event and noted return volume mismatching on the device. Ventilation and therapy was being provided to a patient during the time of the reported event. Patient sentinel event has been noted in conjunction with the reported malfunction.

Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. A philips field service engineer (fse) evaluated the device and was unable to duplicate the symptom. The fse checked the significant event logs and was not able to locate the hardware failure codes. No parts were replaced. The device passed performance verification tests. This reporter stated that a female patient of approximately 40 years of age, with unknown height and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient was prescribed ventilation therapy via the respironics v60 ventilator; ventilation mode, configuration, settings, patient interface, and patient circuit details not reported. While receiving therapy via the v60 ventilator on (B)(6) 2020, the return volume was higher than what was displayed on the screen, and the patient expired an outcome of death. No relevant laboratory data was reported. There is no information to support that a malfunction occurred or that the device failed to meet specifications. Philips was unable to determine the cause of the reported symptom as it could not be reproduced. The device was being used at the time of the reported device behavior and patient outcome. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.